Event description:
The reporter did back to back blood glucose tests, within ten minutes, using same fingerstick, and got results of 149 and 115 mg/dl. No symptoms were reported. Reporter had test strips and control solution that were outdated.